Manufacturer narrative:
Approximate age of device - 3 years, 9 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad system was producing pump stoppage and driveline disconnect events on the power module patient cable only. The patient was admitted overnight for observation on a grounded power module patient cable and no alarms occurred. The lvad team decided to support the patient with an ungrounded power module cable in lieu of a percutaneous lead (driveline) repair. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
Review of the submitted log file confirmed pump stoppage and driveline disconnected events; however, a specific cause and a direct correlation with the device could not be conclusively determined as the device remains in use. The pump appeared to be functioning as intended with stable parameters up until the pump stop captured on (B)(6)2017. The submitted x-rays were unremarkable. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list driveline wire damage as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.